Event description:
It was reported that (1) lcsc5 was used during an laparoscopically assisted vaginal hysterectomy. It was reported the blade stopped working after fifteen minutes. Opened another device to complete the case. There was no consequence to the pt.